Manufacturer narrative:
Correction: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample bone screw found the implant unable to be fully engaged into a sample mas head. The above observations are consistent with misalignment of the bone screw and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar spinal surgical procedure. It was reported that the set screws slipped during insertion into the bone screw. The set screws were removed and replaced. No patient complications were reported.